Event description:
Customer reported a past event of low blood glucose (bg) with the lowest level recorded at 50.4 mg/dl. The cause of the low bg was unknown. Customer took corrective action by consuming carbohydrates and was advised by support to consult with a healthcare professional for further discussion on what might be affecting blood glucose levels. Customer acknowledged and understood the recommendation.